Manufacturer narrative:
This is related to MDR report 3011632150-2022-00102. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR report number 3011632150-2022-00102. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2022. The patient was implanted with two 7.0 x 150mm biomimics 3d (bm3d) stents; one device was implanted in the sfa, middle third to distal third (this report) and the second device was implanted in the sfa, proximal third to middle third. Both devices treated de novo lesions in the left leg. A contralateral approach was used and the lesions were prepared using percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segments were also post-dilated with pta. It was reported that on (B)(6) 2022, the patient returned for routine follow-up and a duplex ultrasound (dus) revealed restenosis of the treated area and in-stent stenosis. On (B)(6) 2022, the patient had a diagnostic angiogram which revealed that the previously placed multiple stents from previous interventions in the left sfa had multiple tandem areas of high-grade near occlusive stenosis. The areas of restenosis required target lesion revascularization (tlr) and were treated with atherectomy and drug-eluting balloon angioplasty. Completion imaging demonstrated complete resolution of the stenosis throughout the sfa. The event outcome was reported as resolved/recovered. The event was reported as "possibly related" to the bm3d device and "not related" to the study procedure. The device remains implanted.

Manufacturer narrative:
This is related to MDR report 3011632150-2022-00102. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reportedpatient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated, sections d.3. And g.1. Were updated, section d.10. Was updated with concomitant medications, sections g.6. And h.2. Were updated with the report type (follow-up 01) and the reason and section h.11. Was updated to reflect the changes made in this report.

Event description:
This is related to MDR report number 3011632150-2022-00102. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2022. The patient was implanted with two 7.0 x 150mm biomimics 3d (bm3d) stents; one device was implanted in the superficial femoral artery (sfa) proximal third to sfa middle third and the second device was implanted in the sfa middle third to sfa distal third (the subject of this report). Both devices treated denovo lesions in the left leg. A contralateral approach was used and the lesions were prepared using percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segments were also post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2022. The event was reported as possibly related to the device and not related to the procedure. It was target lesion related. The patient returned for a routine follow-up and a duplex ultrasound (dus) revealed restenosis of the treated area and in-stent stenosis. On (B)(6)2022, the patient had a diagnostic angiogram which revealed that the previously placed multiple stents from previous interventions in the left sfa had multiple tandem areas of high-grade near occlusive stenosis. The areas of restenosis required a target lesion/vessel revascularisation (tlr/tvr) and were treated with atherectomy and drug coated/eluting balloon (dcb/deb) angioplasty on the sfa proximal third to proximal popliteal segment. Completion imaging demonstrated complete resolution of the stenosis throughout the sfa and above the knee popliteal artery. The event outcome was reported as resolved/recovered. The devices remain implanted. Additional information received on 09-apr-24 from the site clarified that the intervention completely resolved the events of restenosis in the sfa and above-the-knee popliteal artery.